Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had to be seen at he ER for the bleeding of their gums and pain from wearing the aligners. The patient stated the aligners have caused an over byte. The patient was prescribed morphine and oxycodone for the pain and steroids as well. Patient reported that this treatment did not help.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.